Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-05215. It was reported the patient experienced a cerebrospinal fluid leak (csf) during the trial procedure on (B)(6) 2018. The patient was administered medication. The patient reported having a headache post-operatively. At this time, the patient will be monitored closely.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-05215. Follow-up identified the patient has recovered and does not have any further symptoms associated with the csf leak.